Event description:
It was reported that during a transcatheter valve procedure, there was infolding after the first recapture. A different system was used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve was recaptured because the implant depth was too deep on the left coronary cusp (lcc) side. It was stated that a misload was not identified during loading. And a procedural delay of approximately five minutes occurred as a result of the infold because another system had to be loaded. Additional information was received to report the native valve was calcified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve procedure, there was infolding after the first recapture. A different system was used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve was recaptured because the implant depth was too deep on the left coronary cusp (lcc) side. It was stated that a misload was not identified during loading. And a procedural delay of approximately five minutes occurred as a result of the infold because another system had to be loaded.

Manufacturer narrative:
Image review: one cine image was provided for review. There was no image of the valve load or final deployment. It was reported that the valve was recaptured and deployed a second time with an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Evidence supports that the infolded valve was not implanted and was removed from the patient. Fluoroscopic valve load inspection of second valve was not provided. Updated data: b5. Second paragraph added h6. Additional codes. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve procedure, there was infolding after the first recapture. A different system was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012117598); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.